Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during infusion there was a large amount of air bubbles, after the air in line sensor on patient side. There was patient involvement but no harm.

Event description:
It was reported that during infusion there was a large amount of air bubbles, after the air in line sensor on patient side. The device did not alarm for air-in-line. There was patient involvement but no harm.

Manufacturer narrative:
Correction: date of event, initial reporter occupation, other occupation, report source and report source other: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Concomitant med prod data and manufacturer narrative: annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g0301201. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue indicating that the device did not alarm for air-in-line was not confirmed during testing. The source pump modules air detection system was tested using the air in line threshold product analysis procedure. The pump modules air detection system was observed operating within specification. The event date was reported as (B)(6) 2025; the time was not reported. A review of the pump module error log showed no errors were recorded related to the reported event or on the reported event date. The event log of the suspect pump module s/n (B)(6) showed the device in use on (B)(6) 2025 attached to the pcu s/n (B)(6) as channel a. The air in line setting for single air bolus was set to 250 âl with accumulated air enabled. The pcu dataset and logs were not provided. Therefore, some programming parameters and drug information could not be confirmed. On (B)(6) 2025 at 8:46 am the user programmed an infusion with a rate of 50 ml/h and volume to be infused (vtbi) of 800 ml with an expected duration of 16 hours. Few seconds after the infusion started, the user paused the infusion and changed the vtbi to 1000 ml. At 8:50 am the user programmed a secondary infusion with a rate of 300 ml and vtbi of 300 ml with an expected duration of 1 hour. The primary infusion stopped, and the secondary infusion started. At 9:50 am the secondary infusion was completed, and the primary infusion started. At 2:00 pm the user paused the infusion and channeled off. The alaris pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250l. (In anesthesia mode only, the threshold value can be set to 500l.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500l, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250l. The default setting is 75l. (In anesthesia mode only, the threshold value can be set to 500l). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the device did not alarm for air-in-line was not identified during the investigation. Laboratory testing confirmed that the ail was detecting air within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.